Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that back on april and again a week ago; she experienced high blood glucose. She had just changed the set and blood glucose kept rising. When she removed the infusion set, it was found that the cannula was bent. Blood glucose value was 401 mg/dl. Customer stated that both times, the infusion set was inserted in the abdomen. Customer was advised about the recommended insertion techniques. She was advised to change the infusion set and the serter would be replaced.